Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient received an alert for eri. Device was explanted and replaced due to suspected premature eri. There were no complications during the procedure.

Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be within expected limits. The device was tested using automated test equipment and no anomalies were found.